Event description:
Received a copy of the customer's cmdsnet program report from health canada which states, "these new pandemic pumps with the new redesigned keypads, there are issues with the on/off button where staff cannot turn on the pumps and then there were some cases where the pumps actually turn on themselves. This has happened to biomed while transporting the pump between sites, the pump turned itself back on two separate occassions." There was no patient involvement. Additional information provided on cmdsnet program report from health canada which states, "e. Actions taken. 1. Actions taken by hospital, if applicable: replaced bezel assembly under warranty. 2. Actions taken by manufacturer/vendor, if applicable: bd alaris issued a recall for this problem on august 5, 2020. Redesigned keypad bezel assemblies are not yet available from the manufacturer.

Manufacturer narrative:
Electrical failure - design. The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. No further complaint investigation is necessary as CAPA pr 1120033 was opened to address this issue. The device is used for treatment purposes. The photos attached offered no additional information for the investigation. H3 other text : no product returned.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer states, "these new pandemic pumps with the new redesigned keypads, there are issues with the on/off button where staff cannot turn on the pumps and then there were some cases where the pumps actually turn on themselves. This has happened to biomed while transporting the pump between sites, the pump turned itself back on two separate occasions." There was no patient involvement.